Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain patient weight and explant date. Further information was requested but not received.

Event description:
Related manufacturer reference number 1627487-2020-03732. It was reported that the patient's ipg and lead migrated. As a result, patient underwent surgical intervention wherein the ipg and lead were explanted on unknown date.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.